Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15924884 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Updated to address analysis of returned device. The orbit galaxy tight distal loop complex xtrasoft coil 4 x 8 (640cx0408/15924884) was stretched during insertion into the target aneurysm. There was no premature detachment during removal of the coil and no patient injury as a result of the event. The microcatheter used was an sl-10 (details unknown). An adequate continuous flush was maintained through the microcatheter. The same microcatheter was used to complete the procedure. There was resistance during repositioning. The coil was not used like a guidewire to reposition the microcatheter. Coil entanglement with previously placed coils was not suspected to contribute to the event. This was the first coil. The target vessel was right ica which was tortuous and not calcified. A non-sterile orbit galaxy tight distal loop complex xtrasoft 4 x 8 coil was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received un-zipped and it was found without any damage. The support coil, gripper and embolic coil were received outside of the introducer. The support coil and gripper were inspected and found without any damage while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. The suture was found fractured. The od of the delivery tube was measured and was found within specification. Further functional testing of the device could not be performed due to the stretched condition of the coil. The reported stretched coil was confirmed with analysis. Based on the condition of the returned device, it appears to have been caused by application of excessive force. The reported resistance during repositioning could not be further evaluated with functional analysis. With review of the available information, aneurysm/vessel characteristics and repositioning in the presence of resistance are possible factors contributing to the stretching of the coil. The instructions for use cautions to never withdraw or torque the delivery tube against resistance without first determining the cause of the resistance under fluoroscopy. These manipulations of the delivery tube against resistance may cause damage and/or premature detachment of the embolic coil. It further precautions that if embolic coil repositioning is required in the vasculature, take special care under fluoroscopy to verify that a one-to-one relationship exists between the delivery tube and the embolic coil during retraction. Otherwise the embolic coil may have been stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additionally inspections are in place to prevent this type of device failure from leaving the facility. A definitive root cause conclusion cannot be made; however, with review of the available information, and device history records there is no indication of any manufacturing issues related to the event with device labeling addressing the identified procedural factors potentially contributing to the event. Therefore, no corrective actions will be taken.

Event description:
The orbit galaxy tight distal loop complex xtrasoft coil 4 x 8 (640cx0408/15924884) was stretched during insertion into the target aneurysm. The microcatheter used was an sl-10 (details unknown). An adequate continuous flush was maintained through the microcatheter. The same microcatheter was used to complete the procedure. There was resistance during repositioning. The coil was not used like a guidewire to reposition the microcatheter. Coil entanglement with previously placed coils was not suspected to contribute to the event. This was the first coil. The coil did not prematurely detach during removal. There was no patient injury as a result of the event. The target vessel was right ica which was tortuous and not calcified.

Manufacturer narrative:
The orbit galaxy tight distal loop complex xtrasoft coil 4 x 8 (B)(4) was stretched during insertion into the target aneurysm. There was no premature detachment during removal of the coil and no patient injury as a result of the event. The microcatheter used was an sl-10 (details unknown). An adequate continuous flush was maintained through the microcatheter. The same microcatheter was used to complete the procedure. There was resistance during repositioning. The coil was not used like a guidewire to reposition the microcatheter. Coil entanglement with previously placed coils was not suspected to contribute to the event. This was the first coil. The target vessel was right ica which was tortuous and not calcified. A review of the manufacturing documentation associated with this lot 15924884 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The device is not available for analysis. With review of the available information, aneurysm/vessel characteristics and repositioning in the presence of resistance are possible factors contributing to the stretching of the coil. The instructions for use cautions to never withdraw or torque the delivery tube against resistance without first determining the cause of the resistance under fluoroscopy. These manipulations of the delivery tube against resistance may cause damage and/or premature detachment of the embolic coil. It further precautions that if embolic coil repositioning is required in the vasculature, take special care under fluoroscopy to verify that a one-to-one relationship exists between the delivery tube and the embolic coil during retraction. Otherwise the embolic coil may have been stretched. A definitive root cause conclusion cannot be made; however, with review of the available information, and device history records there is no indication of any manufacturing issues related to the event with device labeling addressing the identified procedural factors potentially contributing to the event. Therefore, no corrective actions will be taken.